Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, a continuous glucose monitor (cgm) error 42 occurred. The customer's blood glucose (bg) was 106 mg/dl. Reportedly, the power source alert cleared and the pump successfully began charging after the customer used an alternate usb cable. During troubleshooting with tandem technical support the cgm error was cleared and a new cgm session was able to be started.